Manufacturer narrative:
Onset of driveline damage covered in MFR # 2916596-2019-03777. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported a patient with a known short-to-shield/driveline fault who was on an ungrounded patient cable presented to the clinic with external damage to the driveline at the metal insertion for the controller. A clamshell repair was scheduled and rescue tape was applied in the meantime. The log file captured intermittent driveline fault events throughout, but no low speed or pump stop events were noted. It also appeared that there has been no further degradation of the compromised wire and the other 5 wires were functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a complete separation of the distal end driveline bend relief from the metal connector was confirmed through the evaluation of the submitted image, as well as the onsite evaluation by an abbott representative. A specific cause for the observed damage could not be conclusively determined. The submitted log file contained events from (B)(6) 2023 through (B)(6) 2023. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Several sections of the IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a clamshell repair was performed and it resolved the issue.